Manufacturer narrative:
Patient's race and ethnicity were not provided; however, the patient's nationality is (B)(6). The reported device is being returned by the distributor. Once the device's evaluation is completed, a supplemental report will be submitted. This is the 1st of 2 reported implants from the same patient. Please reference 3011649314-2018-00129 ((B)(4)) for the 2nd implant.

Event description:
It was reported that an inclusive tapered implant lost osseointegration and failed to achieve primary stability. The patient visited the clinic with the implant in hand. The implant failed 3 months after it was implanted. The implant site has type 2 bone quality. The implant site was not infected. Patient's oral hygiene was bad. The patient has history of smoking. The patient is healing and bone grafting was not required. There was no abnormality with the implant.

Manufacturer narrative:
The device was returned and evaluated. Visual and microscopic inspection were performed on the returned device and no deviations were found. The critical parameters of the implant were measured and no deviations, no defects, nor non-conformities were found. A lot number was received and a device history record review (DHR) was conducted. There was no evidence to suggest that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. The incident, "failure to osseointegrate", is a known common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." According to the provided information, the patient has history of smoking and bad oral hygiene. Smoking is known to inhibit local wound healing and affect survival of implants. Smoking has a strong influence on the complication rates of implants. It causes significantly more marginal bone loss after implant placement, increases the incidence of peri-implantitis (deep mucosal pockets around dental implants, inflammation of the peri-implant mucosa, and increased resorption of peri-implant bone), and affects the success rates of bone grafts and implants. Additionally, patients with bad oral hygiene may not be able to maintain cleanliness and plaque removal around implants. This may encourage perimucositis and peri-implantitis which may lead to failure to osseointegrate. Although the root cause cannot be explicitly determined, probable cause for failure to osseointegrate could be due to insufficient bone, poor bone quality or bone was too soft. This event will be tracked and trended.